Manufacturer narrative:
During preventative maintenance (pm) performed at zoll on (B)(6) 2022, the autopulse platform (sn (B)(4) failed functional testing and displayed (ua) 11 (max patient temperature exceeded). The root cause for the observed error message was a failure of the temperature sensor, likely due to normal wear and tear. The platform was manufactured in 2015, and is 7 years old, past its expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed the initial functional testing due to the (ua) 11. The temperature sensor was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventative maintenance (pm) performed at zoll on (B)(6) 2022, the autopulse platform (sn (B)(4) failed functional testing and displayed (ua) 11 (max patient temperature exceeded). No patient involvement.